Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was no power to the programmer, the power supply was faulty. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis did not confirm the reported event. However it was noted that the touchscreen was defective. The device was scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.